Manufacturer narrative:
The reported event was confirmed manufacturing related. Received (4) photo samples. The first photo sample noted shows top view of catheter. The second photo shows the zooms in on end of catheter with deflated balloon. The third photo sample shows inflation valve cap. The fourth photo shows the product packaging with the product information. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and upon inflation the solution entered into the drainage lumen causing a lumen-to-lumen leak. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during the operation and cuff test, everything was ok. But after the foley catheter was inserted into the patient, the sterile distilled water leaked out immediately. Sterile distilled water leaking from the cuff.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during the operation and cuff test, everything was ok. But after the foley catheter was inserted into the patient, the sterile distilled water leaked out immediately. Sterile distilled water leaking from the cuff.